Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt2810/8303981, tgt3410/7903350) to repair a dissected thoracic aortic aneurysm of 56 mm in diameter. The devices were successfully implanted and covered the entry tear located in the descending aorta. The re-entry tear located at the origin of the celiac artery was not covered. The patient tolerated the procedure. On (B)(6) 2010, a type ii endoleak of unknown origin was found. No treatment was performed and the patient was discharged on the same day. The diameter of the aneurysm was reportedly 56 mm. On (B)(6) 2011, six month follow-up examination showed that the endoleak remained. The diameter of the aneurysm was 50 mm. On (B)(6) 2011, one year follow-up examination showed that the endoleak remained. The diameter of the aneurysm was 54 mm. On (B)(6) 2012, two year follow-up examination showed that the endoleak remained, and that the diameter of the aneurysm was 55 mm. The physician elected to monitor the patient. On (B)(6) 2013, three year follow-up examination showed that the endoleak was resolved. The diameter of the aneurysm was 55.6 mm. On (B)(6) 2013, an aortic dissection was found at the distally of the endoprostheses. It was reported that the dissection was related to the devices. On the same day, a conformable gore® tag® thoracic endoprosthesis, non-gore thoracic endoprosthesis (relay) and gore® excluder® aaa endoprostheses (two aortic extender components) were implanted to repair the dissection. It was unknown if the dissection was successfully repaired. No further information was available.